Event description:
Additional information received, indicated the patient underwent surgery. Where in the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg displayed the "replace generator soon" message. It is unknown if the battery depleted early. As a result, surgery may occur to address the issue.